Event description:
It was reported that a patient underwent a laparoscopic repair of a primary inguinal hernia on (B)(6) 2010 and mesh was used. The patient indicated on the one year follow up questionnaire on (B)(6) 2011 that he had experienced a recurrence. The patient reported that the recurrence was confirmed by the surgeon and another surgery is planned. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.